Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
According to the initial reporter, a 6 fr flexor ansel guiding sheath was used with an another manufacturer's guidewire. Patient had 2 lesions sfa (superficial femoral artery) and tpt trunk (tibial-fibular trunk ) crossed lesion with vert and wire (another manufacturer) 4-5 cuts with another manufacture's excision device; lesion looked good and when decided to treat distal lesion, the physician noted occlusion level of the tpt--reinserted cook vert catheter and attempted to aspirate debris. Continued to proceed across distal lesion and decided to deploy another manufacturer's embolic protection device without complications after swapping to another manufacturer's unknown device. No issues with deploying the embolic protection device (another manufacturer) distal. The plaque excision system (another manufacturer) reinserted and proceeded to cross lesion and it was not positioned low enough to get a full cut. The embolic protection device (another manufacturer) wouldn't advance, so decided to remove the plaque excision system (another manufacturer) and use the embolic protection device (another manufacturer) delivery catheter to collapse the basket and move it more distal. In removing the plaque excision system (another manufacturer) and trying to leave the embolic protection device (another manufacturer) in position continued to come back up the artery. The plaque excision system (another manufacturer) was pulled back up into the sheath and became wedged in the sheath. Being unable to move the device any further, the plaque excision system (another manufacturer) became separated, leaving the nosecone inside the sheath and on another manufacturer's basket was still in the sfa. Unable to get anything past it, the sheath was pulled outside the body and noted on a x-ray to the point that the nosecone of plaque excision system (another manufacturer) within the sheath was cut off and the embolic protection device (another manufacturer) retrieval catheter was used to collapse the basket. Maintaining access within the body with another wire and new sheath inserted. New up and over sheath inserted and images taken. All run off vessels still patent, lesion crossed with glidewire and 4x120 dcb used at the sfa. Target lesion was soft tissue with little degree of calcification and 95% lesion stenosis. Artery diameter was 4mm and 15mm lesion length. No anatomy abnormalities. The patient did not go home- developed a hematoma when getting on bedpan after the case, and the next morning went to the operating room to have it evacuated at 3 am.even though there is no evidence at this time to suggest that our device (cook inc.) May have contributed to the separation of the plaque excision system (another manufacturer). This report is being submitted as a cautionary measure.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Precautions: when inserting, manipulating or withdrawing a device through an introducer always maintain introducer position. The maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." The visual inspection of the returned device reported that one used/damaged (B)(4) was returned for investigation with the sheath completely separated into two segments. The separation occurred 38.6 cm from the proximal end, and the sheath tubing was frayed at the separation site. The distal segment was measured to be 5.9 cm. Exposed coiling was exiting from both of the tubing segments. Hemostat marks were observed on the distal segment near the exposed coiling. The device was returned to cinc by medtronic after the sheath and turbo device were separated: the g29983 is stuck together with another manufacturers device and is being returned to that manufacturer". With the information known, a definite root cause cannot be determined. However, it is possible that the turbo device could have snagged the inner lining of the sheath during the procedure. This could have contributed to the resistance felt during removal of the turbo device, and thus causing separation of the sheath. In the event description, the following was stated, " in removing the turbo and trying to leave the spider in position--the spider continued to come back up the artery. " since the spider basket was still deployed when "coming back up the artery," it is possible that this device damaged the artery, thus leading to the reported adverse effect. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the results of the risk analysis per quality engineering risk assessment no further action is required at this time. We will continue to monitor for similar complaints.

Event description:
According to the initial reporter, a 6 fr flexor ansel guiding sheath was used with an another manufacturer's guidewire. Patient had 2 lesions sfa (superficial femoral artery) and tpt trunk (tibial-fibular trunk ) crossed lesion with vert and wire (another manufacturer) 4-5 cuts with another manufacture's excision device; lesion looked good and when decided to treat distal lesion, the physician noted occlusion level of the tpt--reinserted cook vert catheter and attempted to aspirate debris. Continued to proceed across distal lesion and decided to deploy another manufacturer's embolic protection device without complications after swapping to another manufacturer's unknown device. No issues with deploying the embolic protection device (another manufacturer) distal. The plaque excision system (another manufacturer) reinserted and proceeded to cross lesion and it was not positioned low enough to get a full cut. The embolic protection device (another manufacturer) wouldn't advance, so decided to remove the plaque excision system (another manufacturer) and use the embolic protection device (another manufacturer) delivery catheter to collapse the basket and move it more distal. In removing the plaque excision system (another manufacturer) and trying to leave the embolic protection device (another manufacturer) in position continued to come back up the artery. The plaque excision system (another manufacturer) was pulled back up into the sheath and became wedged in the sheath. Being unable to move the device any further, the plaque excision system (another manufacturer) became separated, leaving the nosecone inside the sheath and on another manufacturer's basket was still in the sfa. Unable to get anything past it, the sheath was pulled outside the body and noted on a x-ray to the point that the nosecone of plaque excision system (another manufacturer) within the sheath was cut off and the embolic protection device (another manufacturer) retrieval catheter was used to collapse the basket. Maintaining access within the body with another wire and new sheath inserted. New up and over sheath inserted and images taken. All run off vessels still patent, lesion crossed with glidewire and 4x120 dcb used at the sfa. Target lesion was soft tissue with little degree of calcification and 95% lesion stenosis. Artery diameter was 4mm and 15mm lesion length. No anatomy abnormalities. The patient did not go home- developed a hematoma when getting on bedpan after the case, and the next morning went to the or to have it evacuated at 3 am. Even though there is no evidence at this time to suggest that our device (cook inc.) May have contributed to the separation of the plaque excision system (another manufacturer). This report is being submitted as a cautionary measure.